Manufacturer narrative:
(B)(4). Date of event ¿ date published. Report source, foreign ¿ event occurred in (B)(6). P. P. Salo, p. B. Honkanen, I. Ivanova, a. Reito, j. Pajamäki, a. Eskelinen (2017). High prevalence of noise following delta ceramic-on-ceramic total hip arthroplasty. The bone and joint journal, 99-b, 44-50. Doi: 10.1302/0301-620x.99b1.37612. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00592, 3002806535-2017-00593, 3002806535-2017-00594.

Event description:
It was reported 12 patients had poor scores on oxford hip score (ohs). No further information has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.